Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2022. On (B)(6) 2022, the patient experienced inaccurate cgm values. The event occurred the day of sensor insertion in the abdomen, the patient was dizzy, had trouble breathing, and called ems. Paramedics checked the cgm, and using a glucometer, determined the bg level was low and administered glucagon. At some point during the event the cgm value was 2.2 mmol/l and the bg finger stick value was 7.0 mmol/l. The patient was transported to the hospital, treated with IV glucose, and released several hours later in stable condition. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred against the sensor. However, transmitter with serial number (B)(6) was returned for evaluation. An external visual inspection was performed and passed. Voltage test was performed failed. A review of the share logs was performed and inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter was not found within the investigation window. The allegation was undetermined. The customer complaint was undetermined due to no calibrations to confirm the reported inaccuracy. No additional patient or event information is available.

Manufacturer narrative:
(B)(4)